Manufacturer narrative:
For sample 1, the CT value generated with the cobas liat test is consistent with a sample below the limit of detection (lod) for the test, and signs of pcr suppression are observed. Both of these factors can contribute to the non-reproducible results compared to the seegene test. For sample 2, the CT generated with the cobas liat test is above the lod for the test, and no signs of suppression are observed. Differences in test methods or sample variation could have contributed to the discrepant results with the cepheid test. Through the system assessment, no system anomalies were observed for the runs associated with the patient samples. Additionally, no issues were identified with the complaint kit lots (01022z and 10111z) during the investigation. (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in (B)(6) alleged discrepant results for 2 patients tested with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system and competitor assays. Original samples from both patients were positive for sars-cov-2 with the cobas liat system. Retests of separate samples with a competitor test (seegene or cepheid) were negative for sars-cov-2. Results were reported and no harm or injury was indicated for either patient. The samples were nasopharyngeal samples collected with improviral viral preservative 3ml cat no. 8110111 and impro swab cat no 550040a, which is not a listed sample collection media type referenced in the instructions for use. Two mdrs will be filed per FDA guidance, one for each patient and kit lot used during testing (01022z and 10111z).